Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair ventral and right inguinal robotic laparoscopic. He had revision surgery 2 months post-surgery, then again 6 months later. The patient experienced surgical revision.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced recurrence, right scrotal pain, hydrocele, hypervascular epididymis suggesting right epididymitis, and abdominal pain. Post-operative patient treatment includes revision surgeries and repair of hernia with mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced recurrence, right scrotal pain, hydrocele, hypervascular epididymis suggesting right epididymitis, abdominal pain, nausea, small bowel obstruction, fever, neuralgia, adhesions, and vomiting. Post-operative patient treatment includes revision surgeries and repair of hernia with mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.